Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a precharge error and a generator boot failure. No patient death or serious injury was reported.